Event description:
In 10/05, the reporter, a hospital diabetes educator, contacted lifescan on behalf of the lay pt alleging that the pt was unable to test with her new one touch ultra meter because the battery was dead. On the 5th day, the medical affairs specialist spoke with the reporter to obtain/verify the following information: the pt was treated for hyperglycemia in the hospital ER in 9/05. At the time, she was given the reported meter, which was new, to begin testing with. The pt mixed her following am doses of lantus and humalog insulin; the educator said this neutralized the effect of the lantus insulin. She was unable to obtain a result on the meter later in the day on same day. The pt's family member contacted lifescan at 5:11 am in the following day to report that the meter was prompting the battery symbol and would not give a result. The family member replaced the meter battery after calling lifescan. The pt tested with the meter and obtained a result of "hi" (indicates a result>600 mg/dl), while feeling dizzy and having nausea and vomiting. The family member took the pt to the ER where a result of 989 mg/dl was obtained on the hospital device. The pt was also in dka with a ph of 6.86 and bicarb of 3.8. She was admitted to the hospital ICU and treated with an insulin drip. She was discharged 5 days later. The diabetes educator at the hospital replaced the pt's meter.